Event description:
It was reported that, during a water vapor therapy procedure, when the fifth treatment was applied to the middle lobe, it is believed that it was too close to the cervix or the tissue retracted, and the vapor dissipated through the bladder of the patient. Error 225 (delivery device is permanently disabled) was then displayed indicating the device to be replaced. Another device kit was opened. The procedure was completed using the second device. The patient had burns from the water being spread through the bladder. There were no additional patient complications.

Event description:
It was reported that, during a water vapor therapy procedure, when the fifth treatment was applied to the middle lobe, it is believed that it was too close to the cervix or the tissue retracted, and the vapor dissipated through the bladder of the patient. Error 225 (delivery device is permanently disabled) was then displayed indicating the device to be replaced. Another device kit was opened. The procedure was completed using the second device. The patient had burns from the water being spread through the bladder. There were no additional patient complications.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual analysis did not identify any abnormality with the delivery device. During functional testing, error 225 (delivery device is permanently disabled) was displayed, which locked the device from further use. As a result, further testing to determine the most probable cause for error 225 could not be performed due to the device being locked. The reported symptom of burn is a known risk associated with use of these devices as indicated in the instructions for use. A cause code of known inherent risk of device was assigned to the reported adverse event of burn. Based on the information available, the cause that contributed to the reported error 225 cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.